Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd syringe luer-lok¿ tip a new unopened syringe was identified with a piece of red paper in the barrel. There was no report of injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: sample evaluation: one 10ml luer-lok tip packaged syringe received at bd canaan confirmed to be from batch # 7325679 (p/n 302995). The sample was visually evaluated. Observed red tape in the barrel outside the fluid path. DHR review for batch 7325679 (p/n 302995): manufacturing date: 12/15/2017. Batch quantity was (B)(4). Visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7325679 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Machine # 68 notification n/a, adjustments n/a, requal n/a. Confirmed: bd was able to confirm the customer¿s indicated failure. Investigation conclusion: root cause undetermined.